Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Dyspareunia. Additional narrative: it was reported that the patient underwent a surgical procedure to treat rectocele, cystocele and pelvic organ prolapse on (B)(6) 2008 and pelvic floor repair mesh was implanted. The patient experiences pain, dyspareunia, bleeding, urinary tract infections and rectal spasms.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced mental and emotional suffering due to the severe pain and unrelenting complications caused by the mesh. She is completely unable to engage in intercourse with her husband. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 7/28/2016. It was reported that following insertion the patient experienced vaginal scarring. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to rectocele, cystocele, and pelvic organ prolapse. It was reported that the patient experienced chronic pelvic pain, vaginal pain as well as rectal pain and spasms, pain when sitting or standing, constant cramping, vaginal bleeding and excessive scar tissue, pain during sex, severe utis, additional procedures due to implant. In addition patient suffered mentally and emotionally. It was reported that the patient underwent mesh removal on (B)(6) 2012. It was reported that the patient underwent excision of apical vaginal scar tissue status post posterior vaginal mesh placement on (B)(6) 2013. It was reported that the patient underwent spinal cord stimulator implant on (B)(6) 2014. (B)(4).